Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer was able to rewind and change set. Customer stated that sometimes it was working but sometime 15 minutes the no delivery alarm again. Customer was advised to run 5 units fixed prime, insulin did not exit. Customer was asked to remove reservoir and rewind and run manual prime, no delivery alarm occurred. The customer agreed to replace the insulin pump.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.